Event description:
Complainant alleged that while defibrillating a (B)(6), female patient via electrode pads, the device was discharged and a spark was seen underneath the electrode pads. Complainant indicated that the clinician obtained another device and set of electrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. (B)(4).